Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A motor not running error was found in the event history log (ehl). The ehl did not contain any information that suggested an issue with the main pc board. The motor error was reproduced during functional testing. No issues were found with the functioning of the board. The motor error was produced because the motor assembly components were worn from normal use. This was established as the root cause. The worn motor assembly was replaced to address the reported product problem.

Event description:
It was reported that the medfusion pump had unspecified issues with the motor and board components. No patient injury or complications were reported in relation to this event.